Event description:
Reportedly, a case report was received on september 14th 2009 by baxter (B) (4) from a technician at (B) (6) hospital, located in (B) (6). It is reported that on (B) (6) 2009 a edwards bm11 blood module for bm 25 (code 5m3051fr (B) (4)) presented a malfunction during patient use. Reportedly, air within the venous return line was observed during the patient therapy. No clinical consequences were reported for the patient. According to the reporter, during the plasmatic transfer, the alarm didn't alert the user to the presence of air as expected. The nurses observed the issue by themselves. Reportedly, there was no a lock of the air detector clamp at the level of the veinous return line, leading to an air embolism hazard. According to the reporter, this machine hasn't been serviced since 2008. The machine has been re-checked by technical service and is still in use by the customer. The device is not available for evaluation.

Manufacturer narrative:
Evaluation and device history record review is anticpated but not recieved at the time of this report. Results will be communicated in a follow-up communication.